Event description:
A customer reported an issue with their freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.

Manufacturer narrative:
Testing of the customer's returned meter is underway. A follow up report will be submitted when investigations are complete. Customers and retailers have been informed through the fa16may2006 letter.